Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an ovation ix stent graft system. It was reported that the patient had a type 2 (non-device related) endoleak on (B)(6) 2021 and was treated by implant of a 28x140 ovation ix iliac stent as a proactive measure. Now, approximately seven and a half (7.5) years post initial procedure, during routine follow up, the patient continues to become more aneurysmal in common iliac arteries bilaterally even with extending prior in 2021 as the patient's anatomy has deteriorated overtime. There is a type 1b endoleak on the right coming around the right limb distally. The physician elected to extend to the right external and plugged the hypogastric artery. The left iliac was also extended to the left hypogastric artery to help extend seal on the left side. The event was successfully resolved and the was reported as doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the right common iliac artery, type ib endoleak of the left common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. It was reported that there was a left common iliac artery aneurysm of 3.1cm and a right common iliac artery aneurysm of 3.2cm where the type 1b endoleak occurred. No procedure related harms were identified. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 31 mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography (CT) scan dated (B)(6) 2024. The clinical assessment also determined that there was evidence to reasonably suggest an additional endovascular procedure occurred (diagnostic angiogram) that was not included in the event as reported. The additional endovascular procedure was discovered during review of the angiogram study dated (B)(6) 2024. The final patient status was reported as discharged home on postoperative day one and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.